Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspections were conducted on the returned reload. Visual analysis of the returned sample revealed that one gst60d reload was received sterile with an unformed staple that was loose inside of the sterile package. In addition, the reload was opened and 1 staple was noted to be missing along the staple line and there was noticeable damage to the cartridge deck in several places. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number 879a89, and no non-conformances were identified.

Event description:
It was reported that before supplying, it was found that the staple was inside the sterilized package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.